Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. No add'l pt/event details have been provided to date. Should add'l info become available, a follow up report will be submitted. (B)(4).

Event description:
End user reports a peristomal wound in right lower quadrant, 32mm under the wafer located 32mm below stoma, at 6 o'clock position for approx the last six weeks. End user stated he was evaluated by two wound ostomy continence nurses on (B)(6) 2014 who recommended the use of lidocaine gel, aquacel ag dressing, and replicare dressing over the wound. End user was evaluated by wound medical doctor on (B)(6) 2014 who injected the wound with a steroid. End user states he will follow up with health care physician.